Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the observed issue. It was determined that the internal cable which connects the therapy connector assembly to the therapy pcb assembly was disconnected. After reconnecting this cable, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer initially reported an issue relating to the nibp (non-invasive blood pressure) functionality of their device. After an evaluation of the device by physio-control, it was observed that the device was not recognizing a connection through the defibrillation therapy cable in order to use the device in AED mode. This was observed during testing and there was no patient use associated.